Event description:
On 05/13/2015, the patient contacted lifescan (lfs) alleging that his one touch verio iq meter read ¿apply sample¿ whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) listened back to the call. The patient reported that the alleged product issue began about ¿2 or 3 weeks ago¿. The patient manages his diabetes with lantus insulin (no adjustments) and after repeated failed attempts to obtain a reading continued with his usual diabetes management routine as a result of the alleged issue. The patient stated that on an unspecified date/time after the alleged issue began he developed the symptoms of ¿almost went into a coma, and could barely speak¿ as a result of not knowing how much insulin to administer. The patient reported emergency medical services were called and he was treated by a health care professional (hcp) with insulin and saline, dose unknown. At the time of troubleshooting, the cca noted that this was not the first time the product was being used and the correct testing steps and test strips were used at the time of testing. The issue was unresolved through troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to obtain readings on the subject meter, which meant he could not accurately medicate and reportedly experienced symptoms suggestive for an acute complication of diabetes. In addition the issue was unresolved with trouble shooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.